Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection showed that the liner had several marks around the locking flange and anti-rotational scallops, which looked like small gouges in the rim. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation at this time. Follow up attempts are being done for product return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the acetabular liner would not fully seat into the acetabular cup during surgery. Surgery was delayed 1 hour and the procedure was finished with another device. No further information is available at this time.